Event description:
General report received of an unspecified number of unspecified incidents of disconnections. The tubing set was being used to deliver unspecified medications. The secure lock male adapters of the tubing sets were connected to the patients' IV access sites. After unspecified lengths of time, it was reported that the removable clave ports disconnected from the tubing sets. It was reported that unspecified volumes of solution leaked. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to the patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.